Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This is potentially reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: during investigation, the cartridge compartment was found to be cracked at the threads with a piece of the case missing. Unrelated to the original complaint, the battery compartment was observed to be cracked in numerous areas. The pump casing was found to be damaged near the bolus button. The audio bolus button cover was noted to be damaged but still responsive to user presses during investigation. The display lens was found to be cracked and the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).